Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly issues. During the call, the patient reported being diagnosed with peritonitis. Additional information received from the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was initiated on antibiotic therapy on (B)(6) 2023 in the clinic. The patient did not require hospitalization. No further information was provided. Attempts to obtain additional details of the peritonitis event were unsuccessful.

Manufacturer narrative:
Corrected information provided in d4.

Event description:
On 14/dec/2023 this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly issues. During the call, the patient reported being diagnosed with peritonitis. Additional information received from the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was initiated on antibiotic therapy on (B)(6) 2023 in the clinic. The patient did not require hospitalization. No further information was provided. Attempts to obtain additional details of the peritonitis event were unsuccessful.